Event description:
This patient was admitted to the hospital with a chief complainant of unstable angina. The patient was currently taking aspirin, plavix, beta-blockers, and statins. The patient was taken urgently to the cardiac cath lab, wehre angiography revealed a de novo, 95%, ostial, focal (10mm) lesion in the first diagonal branch (2.5mm diameter). A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The diagonal lesion was predilated with a 2.5x20mm maverick balloon inflated to 8 atms. A 2.5x20mm maverick balloon inflated to 8 atms. A 2.5x13mm cypher stent was deployed to 18 atms with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on the same pre-procedure medications the following day.